Manufacturer narrative:
Date of event: exact date is unknown/not provided, only information was it happened the week prior to the report date. (B)(6) 2021 is provided as a best estimate. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. The device is not available for analysis as it remains implanted and the serial number is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had posterior debris. The debris comes off with irrigation aspiration (ia), but the surgeon had to go right up to it. Through follow-up, it was learned no further information was available.